Event description:
It was reported that a homechoice cassette had a particulate matter (pm) in the patient line. The pm was further described as, "a foreign matter in patient line". This was observed before use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation without caps to the spikes and the patient line cut in half. Visual inspection with the naked eye noted a particulate matter (gel) inside the patient line tubing. The reported condition was verified. The cause of the condition was determined to be pin buildup of burnt plastic material broken off during the manufacturing tubing extrusion process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.